Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead showed pacing impedances and thresholds increasing gradually, but remained within acceptable limits. The device was reprogrammed from bipolar to unipolar, which decreased the pacing impedances. Several years later, while interrogating the pacemaker for normal battery depletion, bipolar lead impedances were high, out of range and bipolar thresholds continued to be high. A possible outer conductor fracture of unknown cause was suspected but it was not confirmed. After these findings they decided to surgically abandon the rv lead and implant a new one. The procedure was successful and all lead tests the day after, were within normal limits. No additional adverse patient effects were reported.